Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient underwent revision for tibial loosening in 2015 following primary tka in 2014. Patient underwent second revision for loosening and no signs of infection on (B)(6) 2016. All components exchanged but with off label use.